Manufacturer narrative:
One opened probe was received for evaluation. The returned sample was visually inspected and found non-conforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and other locations along the inner cutter. A photo of the product was provided. The photo confirms that the tip of the probe needle is broken at the port. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the tip of the cutter was chipped during a procedure. The product was replaced and the procedure was completed. There was no patient harm.